Event description:
Pharmacist reported, she obtained a needle stick injury due to needle sticking out of box with no cap on needle or in box. She had a series of (B) (6) tests and shots as a precaution.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.